Event description:
The customer reported that the monitor on the 9800 would intermittently go black. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The video controller pcb was replaced. The system operates as intended.